Event description:
It was reported a pt with upper gi bleeding underwent an upper endoscopy, esophageal, banding, variceal banding and injection sclerotherapy. This speedband ligator device was loaded onto the endoscope and intubated into the esophagus. It was indicated the suction was not adequate enough to suction the varix into the chamber of the speedband resulting in an inability to perform the esophageal variceal banding. This also occurred with a second speedband device. Follow up indicated the pt presented with extremely large esophageal varices. The scope was removed and the pt started actively bleeding. Shortly thereafter the pt became asystolic for a matter of seconds and was given atropine and responded. The pt was then intubated and stabilized on a ventilator. However, the pt subsequently expired two days later. The device has been destroyed by the user facility. Therefore, no failure analysis is available. It was indicated the pt presented with extremely large varicies. However, without evaluating the device, the co is unable to determine the exact cause for this event.